Event description:
It was reported following a percutaneous procedure, a 6f vip was deployed at the puncture site. No pre-insertion femoral angiogram or femoral anatomy visualization was performed prior to deployment, according to the hospital staff. The patient experienced severe groin and back pain and a CT revealed a retroperitoneal bleeding event. No invasive measures were taken and the patient remained stable. There was no further information available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.